Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported capsular contracture baker grade IV on an unknown side. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side capsular contracture baker grade IV. It was later reported by the physician the implant that was removed was not ruptured, however there was a gel bleed noted causing capsular contracture.

Event description:
Patient reported capsular contracture baker grade IV right side, as well as creasing. Folding of implant, and wrinkling. The device has been explanted.